Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system performed as expected following a reboot. The system was put back into service.

Event description:
It was reported that the system locked up during use. No pt serious injury or death was reported to this event.